Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated so no parts were replaced. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system became unresponsive while testing in the cranial application. The system was rebooted, and a no input detected message was received on both monitors. This issue persisted and never went away. Multiple reboots had to be performed to get the system to come back up. The issue also occurred in the spine application. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted to application screen and application without any issue and passed all tests. No fault found.